Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient (pt) said they charge every day "because I use it 24 hours a day, it doesn't take care of the root cause of my lumbar spine but it takes care of symptoms, that's all it can do" and pt stated that it takes care of 50 percent of the pain. Pt said that "yesterday I was laying down in bed on my side in order to charge it, and when I removed the paddle I got a shock up high where the wire goes into my spine and it was a real severe shock and I put my hand back there and found the charger wasn't even connected so I don't know if the metal parts of the lead touched or something". Pt says they then checked their programmer and noticed it "knocked group a out, the stimulation was out so I had to turn it back on". Pt says they then texted their rep and talked with them today via text message. Pt says rep told them to call to get belt replaced, and pt is planning on following up with rep regarding the shock they experienced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the root cause was not specifically determined however it could be the placement of the ele ctronic wire. The patient is now familiar with turning the ins on and off. To resolve the shock issue, the patient's use is basically limited to program c. The patient also asked their manufacturing representative (rep) how to determine the settings with establishing a threshold for a1, b1, c1 and then setting the value at 70% of the thresh hold. The patient noted that using settings that are more effective for pain relief of their lumbar spine creates more pain and burning for the neuropathy in the patient's feet.